Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the therapy coverage was not as good. The rep was with the patient for troubleshooting. The rep stated the patient had an MRI on their foot that lasted about 30-45 minutes on (B)(6) 2018. The rep said MRI mode was used. The patient reported after the MRI they had trouble getting good coverage. Prior to the MRI, the patient didn¿t make any changes to stimulation. The rep was attempting to reprogram the device on (B)(6) 2018. The rep said they read the device fine earlier, but when they attempted to communicate later, they saw validation error 14 80 00. The rep restarted the app twice and saw the same error. The rep tried to communicate in a different area and saw the same area. The rep did not have access to a recharger. The patient currently saw screen 82, device not ready. The rep and patient were planning to meet in the future for more troubleshooting. Additional information was received from the patient. It was reported that the patient met with a rep and the rep reset the device, but the device was not working, and the patient was in excruciating pain. The patient said no matter what number she put it at, she could not get rid of the pain. The patient reported when she is sleeping, and she moves, the pain goes up the leg into the groin area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was reprogrammed in the office to receive maximum therapy coverage on (B)(6) 2018. The patient called the manufacturer representative and reported that the coverage was not sufficient. The patient was scheduled for another reprogramming session on (B)(6) 2018. No further complications are anticipated. 2018-jul-24 (B)(6) (rep): additional information received from a manufacturer representative (rep) on 2018-jul-24. The rep stated that they weren¿t sure what software version they were using at the time of the error code since the application has updated itself since then. The rep mentioned that they were using the ¿original version¿ and hadn¿t made any updates to the application prior to that. The rep assumed that the issue was resolved. After the appointment on (B)(6) 2018, the rep met with the patient once after that for a regular follow up visit. The patient told the rep at that time that everything was fine, and the rep had not heard from the patient since. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was reprogrammed in the office to receive maximum therapy coverage on (B)(4) 2018. The patient called the manufacturer representative and reported that the coverage was not sufficient. The patient was scheduled for another reprogramming session on (B)(4) 2018. No further complications are anticipated.